Manufacturer narrative:
The insulin pump passed the displacement test, excessive no delivery alarm test and the prime test. No unexpected no delivery alarms were noted. The insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer stated that she had called previously to troubleshoot and still could not resolve the alarm. The blood glucose reading was 283 mg/dl. She stated that she had tried all remedies. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 3004209178-2015-84964.